Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. The device also received with broken battery tube threads and cracked case.

Event description:
It was reported that the insulin pump had damaged. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.